Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad trace. No scrolling numbers display anomaly noted. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported that the customer had normal blood glucose levels of 95 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the buttons of the insulin pump kept scrolling while in the process of programming a bolus. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)